Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the circulation pump did not work and was unable to fill the device with water. The circulation pump was replaced. It was also reported that the device was unable to reach 20c. The mixing pump was replaced. The device underwent a functional verification and passed applicable tests. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device circulation pump did not work and no water filling available. As per the clarification on 06jul2023, it was stated that after circulation pump replacement user could perform the functional verification. It shows an issue to reach the 20°c. Then user replaced the mixing pump.

Event description:
It was reported that arctic sun device circulation pump did not work and no water filling available. As per the clarification on (B)(6) 2023, it was stated that after circulation pump replacement user could perform the functional verification. It shows an issue to reach the 20°c. Then user replaced the mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.